Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the locking screw did not lock. So, the screw was exchanged with other lot one and reinserted but it did not lock, either."

Event description:
As reported: "the locking screw did not lock. So, the screw was exchanged with other lot one and reinserted but it did not lock, either."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned and matches the reported event. A device inspection shows that the thread below the head of the screw is damaged plastically, resulting in the impossibility to lock the screw with the plate, since two threads of the locking mechanism have been stuck together. This is consistent with an improper insertion of the screw by the user. The root cause of the event can be attributed to be user related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Due to the current covid-19 pandemic, it was not possible to access the product at the facility due to restrictions. The device inspection will be performed once the restriction is lifted. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
As reported: "the locking screw did not lock. So, the screw was exchanged with other lot one and reinserted but it did not lock, either.".